Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the system fan was noisy and it was therefore, replaced. It was further determined that the programmer overheated after 2.5 hours and that thermal sensor 6 on the liquid crystal display panel failed step f on test 1042 and therefore the low voltage differential signal board was replaced and it was verified that the issues were resolved. It was noted that the programmer was received with an old stylus and the stylus was replaced and calibrated.